Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncopal episodes and presented in the emergency room. Upon attempt interrogation, the pulse generator exhibited no magnet response and could not be interrogated. It was noted that the device had no increase in rate and loss of output. The device was explanted and replaced. The patient was in stable condition post operation.